Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1998, the pt underwent a primary left l4-l5 spinal root decompression. Fourteen days later, the pt presented with "radiculitis". The investigator noted the event as moderate in intensity. The pt was referred by the physician to physiatry for therapy and pain management and was lost to follow-up, with no further data available. It is unknown if the event resolved. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted idiosyncratic effect as a possible explanation for the event.